Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Medwatch received #(B)(4) / the account alleges that the patient had a scheduled dialysis appointment at 5:50 am the morning of (B)(6) 2018. The dialysis procedure continued for about 4 hours. The nurse stated that patients are not released from the dialysis center until hemostasis has been achieved. The patient was released following the dialysis treatment. At approximately 8:00 pm that evening, the patient's wife was preparing to check his blood sugar levels when she noticed bleeding from the hemodialysis access site on the patient's arm. The patient's wife called 911 and applied pressure to the access site. The patient had lost consciousness and was transferred to the hospital where he had allegedly expired from cardiac arrest due to bleeding from hemodialysis access site.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.